Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was in the 400 mg/dl range. Customer was admitted to the ER three times on 3/13 for elevated blood glucose and diabetic ketoacidosis. Each time customer was treated intravenously with saline and a manual insulin injection, and was released a few hours later with the issue resolved, no permanent damage, and a bg of approximately 177 mg/dl at time of release. Tandem technical support followed up and confirmed the customer had successfully resumed insulin delivery.